Event description:
It was reported that a patient was revised due to an intramedullary nail breakage. A replacement device will be used; however currently it is unknown what device will be used. 05/20/24 update: additional information received indicates the nail failed due to surgeon error. The nail was too narrow, and too short for the patient, who was severely overweight and diabetic.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Manufacturer narrative:
Correction - please refer to h6 results & conclusion codes. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. Potential adverse effects are clearly pointed out in the labelling. Based on the information given it could not be excluded that it is rather related to wrong size selection contributed by patient conditions and thus, classified as user related, which is supported by the confirmation ¿¿all parties agreed that the nail failed due to surgeon error¿ the nail was too narrow, and too short for the patient, who was severely overweight and diabetic.¿ a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
It was reported that a patient was revised due to an intramedullary nail breakage. A replacement device will be used; however currently it is unknown what device will be used. 05/20/24 update: additional information received indicates the nail failed due to surgeon error. The nail was too narrow, and too short for the patient, who was severely overweight and diabetic.